Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 907084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included parity 2, stress urinary incontinence, depression and anxiety. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced vaginal discharge ("vaginal discharge seemed like it was a large amount . Not a normal amount"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced alopecia ("hair loss when I took a shower, more hair would fall out") and nausea ("nausea during my period it was the worst") and was found to have weight decreased ("weight loss"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, nausea, vaginal discharge and weight decreased outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received. Lot number and lab data added. Her demographic was added. Concomitant medication and condition added. Events : abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), fatigue, hair loss when took a shower, more hair would fall out, migraines, headaches, nausea during my period it was the worst, pain, vaginal discharge seemed like it was a large amount . Not a normal amount, weight loss, back pain were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervical conisation ('cervical conization') in an adult female patient who had essure (batch no. 907084-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included parity 2, stress urinary incontinence, depression, anxiety, post-traumatic stress disorder, borderline personality disorder, rotator cuff injury, mood change and vomiting. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo-provera) from (B)(6)2012 to (B)(6)2013. In (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced vaginal discharge ("vaginal discharge seemed like it was a large amount . Not a normal amount"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced alopecia ("hair loss when I took a shower, more hair would fall out") and nausea ("nausea during my period it was the worst") and was found to have weight decreased ("weight loss"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), skin lesion ("lesions") and ovarian cyst ("follicular cyst") and underwent cervical conisation (seriousness criterion medically significant). The patient was treated with ibuprofen, sumatriptan, dilatation and curettage and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, nausea, vaginal discharge, weight decreased, abdominal pain lower, cervical conisation, skin lesion and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, cervical conisation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, skin lesion, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: fu (B)(6)2020, date of insertion: (B)(6)2012 (discrepancy noted as per pif). Date of removal: (B)(6)2019 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6)2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, dyspareunia. Lot number reported (907084 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: update of information (batch is not valid). Event adverse event nos updated to skin lesions. On 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 907084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included parity 2, stress urinary incontinence, depression, anxiety, post-traumatic stress disorder, borderline personality disorder, rotator cuff injury, mood change and vomiting. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo-provera) from (B)(6)2012 to (B)(6)2013. In (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced vaginal discharge ("vaginal discharge seemed like it was a large amount . Not a normal amount"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced alopecia ("hair loss when I took a shower, more hair would fall out") and nausea ("nausea during my period it was the worst") and was found to have weight decreased ("weight loss"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with ibuprofen, sumatriptan and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, nausea, vaginal discharge, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6)2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received. New event lower abdomen pain was added. Date of removal was added. Concomitant drugs, concomitant conditions, treatment drug was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervical conisation ('cervical conization') in an adult female patient who had essure (batch no. 907084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included parity 2, stress urinary incontinence, depression, anxiety, post-traumatic stress disorder, borderline personality disorder, rotator cuff injury, mood change and vomiting. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) and medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced vaginal discharge ("vaginal discharge seemed like it was a large amount . Not a normal amount"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced alopecia ("hair loss when I took a shower, more hair would fall out") and nausea ("nausea during my period it was the worst") and was found to have weight decreased ("weight loss"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), adverse event ("lesions") and ovarian cyst ("follicular cyst") and underwent cervical conisation (seriousness criterion medically significant). The patient was treated with ibuprofen, sumatriptan, dilatation and curettage and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, nausea, vaginal discharge, weight decreased, abdominal pain lower, cervical conisation, adverse event and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, adverse event, alopecia, back pain, cervical conisation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: fu (B)(6) 2020, date of insertion: (B)(6) 2012 (discrepancy noted as per pif) date of removal: (B)(6) 2019 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Events "ovarian cyst, cervical conisation and lesions were added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.